Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's glucose results were 2.3, 9.7, 5.9, 5.6 mmol/l. Tests were done within 20 minutes with a difference of 61%. Patient did not experience any adverse events. No further information has been reported.